Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of a multifocal intraocular lens (iol) was performed on a male patient due to the patient being unable to tolerate the side effects of the multifocal iol. It was reported that the patient experienced poor vision, tilted images, best corrected visual acuity of 20/40. The lens, the cornea and the retina were all normal. The lens was explanted in a secondary procedure and replaced with a monofocal lens, model za9003. There was no incision enlargement, no sutures, and no patient injury. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows that the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the documentation shows that the production order was manufactured according to specifications. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.